Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The device has switched to standby mode between the 17ths and 20ths session of radiotherapy on chest area. The device has been re-initialized successfully on (B)(6) 2014. An analysis and patient care recommendations have been requested.